Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia indicated as ¿high¿ on the ilet after a cgm expiration halted automated dosing, a subsequent supply change, a recent meal, and accidental removal of the infusion site; the user was on steel cannula 6 mm and resumed insulin delivery after assisted site replacement, with glucose trending downward thereafter. Symptoms included elevated blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included self-management without medical intervention, no hospitalization, and return of glucose to range by follow-up. Investigation included complaint intake, troubleshooting, and user education regarding site replacement and resumption of insulin delivery. Investigation of this case revealed no device malfunction reported, with hyperglycemia likely related to sensor expiration interrupting automated dosing, infusion site dislodgement, and meal intake. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.